Event description:
It was reported that the fiber cap detached during the procedure. A second fiber was used to complete the case. No injury to the pt was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break.